Manufacturer narrative:
The product was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While preparing a new penumbra smart coil for a coil embolization procedure, the resident inadvertently dropped the coil onto the floor. The smart coil dropped prior to use and therefore, was not used for the procedure. The procedure was completed using a new smart coil.